Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the initial drain stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, root cause was not determined.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240 (air in set ) during initial drain on the home choice (hc). The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) recycled power and the alarms cleared. The tsr explained the alarms, and the caller would discard the supplies and start over with new supplies. The caller would contacted the registered nurse (rn) regarding the air detected alarm and being connected. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.